Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. There were no symptoms reported. The patient was taken to the emergency department on (B)(6) 2024 and was diagnosed with dka. He was hospitalized until (B)(6) 2024. The patient declined to provide further information about the event. Although the cgm was reported inaccurate, there were no bg nor cgm readings documented. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction b3: date of event - correction.

Manufacturer narrative:
Cmpl (B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. There were no symptoms reported. The patient was taken to the emergency deparmtnet on (B)(6) 2024 and was diagnosed with dka. He was hospitalized until (B)(6) 2024. The patient declined to provide further information about the event. Although the cgm was reported inaccurate, there were no bg nor cgm readings documented. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.